Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The user interface module master software version information is not available. The device was not returned to baxter facility, so sample evaluation could not be performed. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A call was received by product surveillance from a (B)(6) technical service associate stating that he had received a call from a (B)(6) about a colleague infusion pump. The contact stated that the colleague had alarmed with a failure code of 12:323 during infusion and had interrupted delivery. The contact stated that a patient was involved, but there was no injury reported. No other information is available at this time.